Manufacturer narrative:
The events of "infection and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and necrosis.

Event description:
Physician reported that the patient developed a cutaneous ulcer. The patient underwent surgical revision of the ulcer and surgical removal of the right device. This pertains to the right side.